Manufacturer narrative:
Initial reporter phone #: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Result: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for erroneous results with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for erroneous results was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for erroneous results with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tubes had erroneous results issue . There was no report of medical intervention or serious injury.